Event description:
It was reported that acute stent thrombosis occurred. The patient underwent percutaneous coronary intervention (pci), which involved thrombus aspiration, balloon dilation, extended dilation with a perfusion balloon, and further dilation due to thrombus migration to the diagonal branch. The patient was diagnosed with an st-elevation myocardial infarction (stemi). A target lesion, stenosed 90-99%, was found in the non-tortuous and mildly calcified first and second segments of the right posterolateral artery. A 3.00 x 32mm synergy stent and a 2.5x28mm synergy drug-eluting stent were placed to treat extensive lesions in the left anterior descending (lad) artery. During coronary angiography (cag), the patient experienced ventricular fibrillation, which required the insertion of ECMO/impella, followed by pci. The patient was enrolled in the prasugrel monotherapy arm of the premium study and had received an oral loading dose of prasugrel before the procedure. While in the hospital, the patient reported chest pain, leading to an emergency coronary angiography that revealed an anterior wall stemi. An in-stent occlusion in the second segment of the right posterolateral artery was also detected. Following recovery, the patient was discharged and began oral aspirin therapy.